Manufacturer narrative:
Isi has not received the fbf instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the fbf instrument (pn 420205-16/lot # n10210202 037) associated with this event was performed. Per logs, the fbf instrument was last used on (B)(6) 2021 on system sh0388. The fbf instrument had 8 uses remaining after the last use. The fbf instrument was not installed or used on the system on the reported event date of (B)(6) 2021 as the issue was identified prior to starting the procedure. At this time, it is unknown when the damage to the fbf instrument occurred. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the instrument exhibited signs indicative of thermal damage with no evidence or claim of user mishandling or misuse. At this time, it is unknown what caused the thermal damage to occur. Furthermore, it was alleged that the instrument had conductor wire damage during a procedure, with no evidence or claim of user mishandling or misuse. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date (2020 reports) is not applicable because the product is not implantable. The information for blank fields in initial reporter name and address is not available. Fields PMA/510k (2020 reports), adverse event, if follow-up, what type?, and recall (if recall number is given) are not applicable.

Event description:
It was reported that prior to starting (post-anesthesia) a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the black coating on the wire of the fenestrated bipolar forceps (fbf) instrument was found to be melted. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 15-jul-2021 and 22-jul-2021 and obtained the following additional information: the fbf instrument was not used on (B)(6) 2021 as the issue was discovered prior to starting the procedure (post-anesthesia). The fbf instrument had thermal damage. It was confirmed that the fbf instrument was last used on (B)(6) 2021. During the fbf instrument's last use, the fbf instrument and cannula were inspected prior to use. The fbf instrument tips did not collide with any other instrument or tool during the procedure. No arcing was observed. A monopolar cord was not connected to a bipolar instrument. The fbf instrument tips did not touch any staples, clips, or sutures while energized. The fbf instrument jaws were not immersed in liquid or contaminated by carbonized tissue prior to instrument activation. There was no injury to the patient. Patient information could not be given.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D02- intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. For clarification, the instrument was found to have physical damage, not thermal damage, to the conductor wire¿s insulation at the distal end. As a result, the conductor wire was exposed. The instrument passed the electrical continuity test. There were no signs of thermal damaged observed. The root cause of this failure is attributed to a component failure.